Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The issue got happened during a planned coronary diagnosis procedure. A philips remote service engineer (rse) analyzed the system and confirmed that there were geometry problems. The issue has been resolved by the customer reconnected the geo module connector. After reconnecting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there was geometry problems. No harm has been reported. Philips has started an investigation of the complaint.